Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an implant procedure this implantable cardioverter defibrillator (ICD) was connected to the newly right ventricular (rv) lead implanted lead. The device was interrogated and revealed normal measurements except for shocking impedances related to the can as shock impedances were less than 20 ohms. The physician pressed down on the pocket and shock impedance measurements remained low. A boston scientific technical services (ts) agent was contacted and advised that they have seen this type of device behavior with smaller patients. Due to the patient's low blood pressure and pre-existing lung disease the physician elected to remove and replace the device to complete the procedure. The new device was tested and revealed the same measurements. The physician accepted the measurements and the pocket was closed. The patient was followed up the next day and all measurements remained normal and with in range. The device was returned for analysis while the rv lead remains in service. No adverse patient effects were reported.